Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1610c156e, serial/lot #: (B)(4), ubd: 14-oct-2023, UDI#: (B)(4); product ID: etlw1613c199e, serial/lot #: (B)(4), ubd: 14-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a 50mm internal abdominal aortic aneurysm and a 30mm common iliac aneurysm . It was reported that the patient expired the following day. No cause of death was provided and the physician stated the death was not related to the devices. The patients advanced age was noted. No additional clinical sequalae was provided and the patient had expired.